Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal gablofen 2000mcg/ml; 231mcg/day via an implanted pump. The pump's indication for use (IFU) was listed as intractable spasticity and cerebral palsy. Diagnosis included quadriplegia. The event date was (B)(6) 2015. A volume discrepancy occurred. The physician performed a refill (B)(6) 2015 and the expected residual volume (erv) was 2.6ml and the actual residual volume (arv) was 0.5ml. It was noted that the pump delivers accurately until decreased to 1 ml. No radiology test can be done to see if it was overinfusing. The patient had a two week history of increased spasticity, itching and dry skin. The refill was normal and the patient was very small. It was not believed that a partial pocket fill or programming error occurred. The previous refill volumes have not shown this discrepancy. The cause of the discrepancy was unknown. The volume discrepancy and patient symptoms have not resolved. The pump had been very effective for the patient. Current medications include miralax 17 gm once daily, tegretol 10.5 mg twice daily, claritin 1 tablet once daily prn, emla 2.5percent as dir. Allergies to codeine. The patient had contractures in both upper extremities and spasticity in both lower extremities. The spasticity got abruptly worse in the patient's legs. The spasms in her legs did appear to be worse than before. The pump was reprogrammed using the programmer and telemetry was completed. The patient tolerated the procedure well. An x-ray was done at the hospital since the worsening of her spasticity and did not show any abnormalities with the pump. The patient and her mother were advised that the patient can take some oral baclofen 10 mg up to four times a day as needed. On (B)(6) 2015 the patient's mother notified the clinic that the patient's spasms and tone had not changed at all since the pump fill. The patient's mother planned to call another physician as they were aware of the situation and had offered to do a dye study of the pump to check for malfunction. The cause of the event, interventions, troubleshooting/diagnostics, lot number, therapy dates and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.